Event description:
It was reported that a patient underwent a trauma procedure on an unknown date and suture was used. During the procedure, the suture broke. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: was there any adverse consequence associated with the patient? When was the suture needle broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify please confirm if: the suture broke? The needle broke? The suture and needle broke? Device return status: 3 sutures used, one of 3 sutures broke into the patient and could not be located. The 7 returning sutures are "representative samples" returning from the same lot/box of the impacted product. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 9/19/2022 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it was received one opened box with seven unopened samples pertain to the product code 662g. In order to evaluate the condition of the returned samples, the packets were opened, the swage and attachment area of the needle were noted to be as expected; also, the tip and body of the needles were examined under magnification and no defects or needle breakage were found. The needles were tested by resistance test to needle and met the requirements. Also, the sutures were dispensed without problems and examined along of the strand and no issue related to breakage suture or anomalies were observed during evaluation. A functional test was performed using an instron equipment and the tensile force was above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.